Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has ECG reading intermittently. Patient involvement is unknown.

Event description:
It was reported to philips that the device has ECG reading intermittently. It was reported that the alleged failure was observed while in use on a patient. There was no adverse patient impact was reported to philips.